Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone, clonidine, and baclofen via an implantable pump for spinal pain. The pump was currently administering the following drugs: hydromorphone with concentration 3.5 mg/ml at a dose rate of 1.4357 mg/day, clonidine with concentration 600 mcg/ml at a dose rate of 246.12 mcg/day, and baclofen with concentration 500 mcg/ml at a dose rate of 205.10 mcg/day. It was reported that the patient was in the hospital for overdose due to oral baclofen abuse. The change in therapy/symptoms occurred suddenly. The hcp was requesting assistance discontinuing the intrathecal drug delivery. At the time of the report, the hcp was assisted with reprogramming the pump to a minimum rate mode. No further patient complications have been reported as a result of this event.